Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-11 (B)(4) (hcp): it was reported that it was determined by the surgeon the patient had a short circuit. Patient fell hard on right side of head several months prior. Refer to manufacturer report 3004209178-2021-13263 for details pertaining to the related reportable event.